Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (system speaker hums, will not power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was ram failure (components u100 and u101) on the c/a board. The ram had an intermittent bga connection, which was discovered through a programming failure. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor made a noise similar to a fax machine and then would not power up. The pt was issued a replacement monitor.